Manufacturer narrative:
H3: device evaluation: the lens was returned in liquid, in a vial. Visual inspection found the haptic torn. Claim # (B)(4).

Manufacturer narrative:
No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon did not like how a 13.2mm tmicl13.2 implantable collamer lens, -16.50/+1.0/070 (sphere/cylinder/axis), looked. There was no patient contact. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.